Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device data recorded inappropriate anti-tachycardia pacing (atp) and shocks episodes. The analysis of the recorded device data suggested that three bursts of atp and two shocks therapy were delivered inappropriately due to supraventricular tachycardia (svt) rhythms. The svt was converted with the shock and therapy was not exhausted. Technical services (ts) advised the field representative to consult the physician for reprogramming changes. Subsequently, the ICD device was reprogrammed by the physician. The device remains in service. No additional adverse patient effects were reported.